Manufacturer narrative:
Product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable.

Event description:
"Wcq received an e-mail from the ethicon risk manager team stating the following: it was reported that patient underwent revision surgery on (B)(6) 2015 due to complaints of stress urinary incontinence. It was reported that the patient underwent revision surgery on (B)(6) 2024 due to dyspareunia and pelvic pain. The mesh was also associated with inflammation, scarring, and granulation tissue vaginally and in the periurethral space. No additional information found."